Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the patient presented to the clinic with pocket infection and erosion. Drainage was noted at the incision site. Patient was sent to the hospital for admission and was treated with antibiotics. The device system was extracted.